Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl and the lowest it dropped was 77 mg/dl. He thought he had a diabetic ketoacidosis. He corrected his blood glucose level and it went down to 300 mg/dl. The device was not returned.